Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump was damaged. The customer's blood glucose level was 146mg/dl at the time of the incident. Customer stated that he was at the gym and the chair he was on broke and that he fell on his pump causing the screen to break with several black lines. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had severely cracked and bleeding lcd glass, cracked case at display window corners, battery tube threads and minor scratched display window.